Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a procedure began, the secondary illuminator was observed not working. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The auxiliary illuminator was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on november 20, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming aux illuminator. However, how and when the module became nonconforming cannot be determined conclusively. (B)(4).